Manufacturer narrative:
Method: visual inspection, device history review, complaint history, and risk assessment. Results: visual inspection: product were visually inspected upon return and confirmed to be damaged. Device history review: manufacturing files were reviewed. No nonconformities or deviations linked to the reported event were found during manufacturing. Complaint history: only one similar complaint was found in complaint management databases dating back to march 2004. In that investigation, it was concluded that cantilever forces on the device during unlocking of the connector were responsible for the damage. Conclusion: there is no highlighted adverse trend for such event upon review of previous complaints. One of the returned devices was confirmed to be broken at the extreme torx tip. The damage pattern is similar to the one highlighted under per 213 116 on which sem analysis was conducted supporting a rupture consistent with static ductile fracture under flexural load. Hence it supports a breakage under cantilever. The other returned driver appeared less compromised, only slight twisted, damaged edge of pin tip was noted supporting that the torque loads were exclusively supported by the tip pin where the torx is supposed to transfer the torque. All this suggests that device may have not been properly inserted in plug. Given the torx is not compromised, both items were found still able to perform the locking of the connector plug. In this case, no further adverse consequences were reported to date for the patient.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that .. "During radius surgery, the surgeon used the cross connector. When the surgeon used cross connector plug driver and tightened locking plug, the tip of driver broke. Although the surgeon used one more driver, the tip of driver broke. Therefore, only one side locked cross connector and the surgeon completed the operation."

Event description:
It was reported that .. "During radius surgery, the surgeon used the cross connector. When the surgeon used cross connector plug driver and tightened locking plug, the tip of driver broke. Although the surgeon used one more driver, the tip of driver broke. Therefore, only one side locked cross connector and the surgeon completed the operation."